Manufacturer narrative:
Inspected 1 opened or used sensor and found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer return sensor opened or used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor fracturing while still in the body. The customer¿s blood glucose was unknown at the time of incident. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will be returned for analysis.